Manufacturer narrative:
H10: e1-(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that there was no output when the device was connected to a monitor (which seems to be a nihon kohden made product). The device kept operating when the issue was observed, there was no patient involvement. It was reported that the issue was observed immediately before the device was put on a patient. The authorized service provider (asp) sales rep evaluated the device and informed the me that the issue might be caused by the software version upgrade of the v60. There was no replacement v60 that has not been upgraded in the sales office, so the rep suggested replacement of the v60 to another v60 with the same version, but the hospital rejected it. Therefore, the device was not retrieved for investigation. Per good faith effort (gfe). It was confirmed that the device was being used with a baud rate of 19200. The device will not be repaired as the customer declined service and repair. The nihon kohden made monitor is not listed on the user manual as an official device that is approved to be used with the philips ventilator. Based on information provided, the customer's alleged malfunction most likely cause is user error due to the unapproved monitor that was being used. The monitor is a product used under the responsibility of the hospital. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.